Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3889-33 lot# va0nnxt serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient wanted compensation for having surgery on the friday prior to the report. They stated that they were told at the doctor on (B)(6) 2017 that the leads had quit working. They were going to follow-up with a healthcare professional (hcp). They also reported that they weren't getting therapy.

Manufacturer narrative:
Patient codes (B)(4) and device code (B)(4) applies to ipg as well too now.

Event description:
Additional information received as patient reported that they had notified their doctor about this. Electronic analysis was made resulting in the device effectiveness. Surgery had been planned on (B)(6) 2017 and doctor would be replacing this implant and sending back to medtronic. The device was just not working properly. Patient was going assume a defect in the device but also they had been trying to get back in some activities like games. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported that the patient weight was (B)(6).